Manufacturer narrative:
Additional information: a2, a4, b1, b5, b6, b7, h6 (patient and device codes). Investigation: the following allegations have been investigated: pulmonary embolism (pe), organ/ vena cava (vc) perforation, deep vein thrombosis (dvt), tilt, legs/venous ulcers/occlusion/neuropathy, dyspnea, anxiety, depression physical limitations. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported legs/venous ulcers/neuropathy, dyspnea, anxiety, depression, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown. The alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right femoral vein due to post deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging device tilt and organ perforation. Patient notes and further alleges experiencing "did not have multiple blood clots until filter was installed. Venus [sic] ulcers, deteriation [sic] of my lower legs (both) no blood flow, neuropathy in both legs, shortness of breath, severe anxiety and depression", physical limitations. Per the (B)(6) 2013 lower extremity venogram with possible lytics: "impression: iliocaval and bilateral femoral vein deep vein thrombosis is confirmed by venography. Status post initiation of catheter-directed thrombolysis". Per the (B)(6) 2013 CT chest pulmonary angiogram: "impression: 1. No significant change in linear filling defect in the right descending pulmonary artery extending to the distal branches, suggestive of presence of chronic pulmonary embolus, when compared to (B)(6) 2012. No evidence for acute pulmonary embolus". Per the (B)(6) 2013 recheck venous lytics: "findings: 1. There has been improvement in the clot burden within the right and left lower extremity venous system. There has also been improvement in the clot burden within the ivc. There is residual thrombus within the left common iliac vein extending into the ivc. There is also residual clot within the right common iliac vein extension into the ivc. There is residual thrombus within the ivc filter and just above the ivc filter". Per the (B)(6) 2013 recheck venous lytics: "follow-up venograms of the inferior vena cava and bilateral lower extremities and pelvic veins demonstrate significant improvement in the venous return with marked interval debulking of the thrombus burden. For residual thrombus within the ivc filter as well as stenosis/thrombus within the left iliac vein, catheter aspiration thrombectomy and balloon angioplasty was performed with excellent results". Per the (B)(6) 2019 CT abdomen: there is a tent shaped filter in the ivc which demonstrates approximately 10 degrees of medial tilt and 8 degrees of posterior tilt. The tip of the filter is a approximately 4 cm proximal to the symmetrically positioned renal veins. The caliber of the ivc above and below the filter remains normal. The most peripheral 4 struts of the filter extend well beyond the margins of the ivc wall. The posterior right strut abuts and causes some cortical remodeling of the anterior right vertebral body before continuing on to protrude into the right psoas muscle. The posterior left strut extends to the midline and has its tip behind the origin of the right common iliac artery but separated from it by a normal fat plane. The anterior right strut abuts and appears to slightly penetrate the wall of a small bowel loop. Several of the anterior right strut also abuts the wall of a small bowel loop".

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect filter. Initial reporter occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2010. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."